Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6). The actual device was not available, however, a photograph and a video of the sample was provided for evaluation. Visual inspection observed an external fluid leak from the filter dialysate port. The reported condition was verified. The cause was identified to be an internal crack on the dialysate port due to transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150, an external fluid leak occurred and an alarm code 20 was triggered. There was no patient involvement. No additional information is available.